Manufacturer narrative:
Eval: off-label, unapproved or contraindicated use (aortic neck angulation).

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The diameter of the aorta at the renal artery measured 28 mm in diameter and 13 mm in length. The proximal aortic neck angle measured 90 degrees. It was reported that approximately 10 days post implant a CT revealed a proximal type I endoleak and the physician elected to implant aptus endoanchors. The type ia endoleak was resolved. Per the physician, the cause of the type ia endoleak was due to the patient anatomy of a very angulated infrarenal aortic neck. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.